Event description:
The customer reported that the auto pulse platform sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer was unable to clear the ua07 advisory message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that "the auto pulse platform sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cell 1, likely attributed to failed component(s) or mishandling such as a drop. Visual inspection of the returned auto pulse platform showed no physical damage. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on and around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test indicated that load cell module 1 was over-reporting, and it was replaced to remedy the issue. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The auto pulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the auto pulse platform with serial number (B)(6).